Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for active exhalation proportional valve and active exhalation purge valve. The device's active exhalation controller was replaced to address the issues. The device passed all testing.